Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 60 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 134.4 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 0.4457 ml/hr, normalized flow rate = 0.4569 ml/hr, specification range = 0.4375 - 0.5625 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr infusor had underinfused during patient use. The device was filled with 84ml of sandostatine and saline. The reported flow rate was 30ml over 120hr period. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.